Manufacturer narrative:
Batch reviews performed on 06 july 2017. (B)(4).

Event description:
The patient came in complaining of instability. The patient dislocated anteriorly. The cause of the dislocation is unknown. The surgeon revised the cup, liner and head. The surgery was completed successfully. X-rays and explants are not available.